Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set detachment from the infusion site. Blood glucose at the time of event was 350mg/dl and lasted 4 hours. No further information was available.